Event description:
During evaluation of a returned homechoice machine, an overfill situation was identified in the cycle by cycle ultrafiltration (uf) log in 2008, during drain cycle 2. Per the log, the pt's uf reading was 1136ml indicating the home patient (hp) drained 1136ml more than their programmed fill volume of 3000ml. This info gives a total drain volume of 4136ml (3000ml + 1136ml) which is greater than 1.3 times the last volume infused (3000ml). The nurse was contacted by baxter. The evaluation results of overfill detected in 2008 was reported to the nurse. The nurse said that the pt did not have any symptoms of fullness or discomfort associated with the incident. The pt was doing fine with the new homechoice machine.

Manufacturer narrative:
Evaluation summary: homechoice cycler unit 13181 was evaluated in the product analysis lab. Based on a event log data, the evaluation has determined the probable cause of the overfill to be insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty.